Event description:
It was reported surgery was delayed due to the liner not seating. A back up liner was used successfully.

Manufacturer narrative:
The affected product was returned and evaluated. Additional samples from this lot were also obtained and evaluated. Our investigation included dimensional and functional testing of the liners. Functional testing was completed on the liners from inventory and concluded the liners inserted as intended. No material or manufacturing deviations were noted that would contribute to the stated failure mode. As a result, our investigation could not determine a specific cause for the stated failure.